Event description:
Procedure: lap chole. According to the report: the jaw tip broke during the procedure and fell inside the patient cavity. The surgeon could not find the piece, even after washing with suction several times. There was no patient injury reported.